Manufacturer narrative:
This report is submitted on september 27, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to inflammation. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on october 19, 2022.